Manufacturer narrative:
The device was not returned for evaluation. The lot history review was not performed, as the lot number was not provided. Images and medical records were not provided. Detachment, migration/expulsion of device, and malposition of device were inconclusive for the device. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information received indicated that an unknown denali vena cava filter allegedly experienced migration of device or device component, malposition of device, and detachment. Age weight, and gender were not provided for the patient. There was no reported patient injury.